Manufacturer narrative:
Vyaire medical file identification:pc (B)(4). The suspect device has not been returned for evaluation. However, the root cause was determined due to a defective power board electronics. They advised to unplug the on/ off cable and then verify if the issue reappear/ persists. Initiated power board replacement.

Event description:
The customer reported bellavista 1000 shutdown and start up automatically during a field engineering inspection. There is no patient reported during the event.